Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on november 29, 2019. They confirmed they discussed this event with the physician. It was reported that it was unknown what circumstances led to the device not working and the cause couldn't be determined. Reprogramming had been performed, which resolved the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the machine was not working. This started quite a while ago. The patient had a scheduled appointment to have a manufacturer representative help them with this. No further complications were reported.